Event description:
Leads were removed due to "lead fracture". During a replacement procedure of an implantable cardioverter defibrillator (ICD). The leads were capped and replaced with a bipolar lead.